Event description:
The contact reported melting of the ac power cord plug. On an unspecified date, the ac power cord plug of the pump was plugged into an ac power outlet of the contact's home to charge the battery. In 2009, the contact noted a "burnt rubber" odor. Reportedly, the room was filled with smoke. It was reported that the contact turned off the circuit breaker and unplugged the pump. The ac power outlet plug was noted to be melted. There were no adverse effects to the contact. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.